Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further to (B)(4), after the 2nd surgery dated (B)(6) 2018, it was found that two rods (179762480) on both side had been broken due to unknown reasons. On (B)(6) 2018, the 3rd surgery is scheduled where all the rods in use will be replaced with new ones and additional four (4) rods will be placed for reinforcement. No further information has been provided by the hospital.